Event description:
2025-04-16: integrum has been informed that axor ii unit i9774 has fallen off from the abutment. No health consequences or injury reported. The exact date of event is unknown. 2025-04-24: manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. 2025-04-28. Technical investigation of unit i9774 performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated. The device showed signs of wear and lack of maintenance. During the service the device was thoroughly cleaned and damaged components were replaced. Finally, the device was functionally tested with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. It is important to move the leg/tap the foot on the floor, tighten further and check the attachment. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.